Event description:
Please refer to report 0009613350-2019-00217.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: analysis could not be performed as no item numbers are available. Event description: a product request has been received in (B)(6) 2019 by a customer asking for the availability of 14/16 heads and liners for the alloclassic csf threaded cup, as the patient has an alloclassic 14/16 taper with a 32 mm head, a 61/32 cup and an uncemented alloclassic stem implanted. The patient was implanted on an unknown date. It is being planned that the patient undergoes a revision surgery on an unknown date due to unknown reasons, and that head and liner will be exchanged. Therefore, it is unknown if and when a revision will take place. Device identification of all involved components is unknown. Review of received data: ap overview of left hip, (B)(6) 2019: left hip with endoprosthesis in situ. The head appears out of center. No additional x-ray, surgical report or relevant documentation has been received. Product identification has not been received. Based on the product inquiry and the x-ray an alloclassic system is in-situ, nevertheless, the exact devices are unknown. Device analysis: no product was returned to zimmer biomet for in-depth analysis, as all devices were still in situ at time of inquiry. Review of product documentation: this device is intended for treatment. Compatibility: compatibility check could not be performed as product identifications are unknown. Surgical technique and instructions for use (IFU) could not be reviewed due to missing product identification. Conclusion: based on a product inquiry we were informed about a patient that was implanted with zimmerbiomet products on an unknown date. It is being planned that the patient undergoes a revision surgery on an unknown date due to unknown reasons and that head and liner will be exchanged. It is unknown if and when a revision will take place. Device identification of all involved components is unknown. Based on the provided x-ray revision may be due to the head being out of center, possibly due to a worn liner. Nevertheless, based on the missing event description and the missing device identifications no investigation could be performed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(6).

Manufacturer narrative:
Concomitant medical products: alloclassic csf threaded cup item# unknown; lot# unknown, therapy date: unknown. Alloclassic stem item# unknown; lot# unknown, therapy date: unknown. Exact device identification numbers of the device in this report are unknown; however, there are femoral heads manufactured by zimmer biomet which are cleared or distributed in the united states therefore this report is being submitted. Device history record (DHR) review could not be performed as the lot number of the device involved in the event is unknown. The manufacturer did not receive the device yet as the revision surgery has not been confirmed. X-rays were received and will be reviewed as part of ongoing investigation. The following report is associated with this event: 0009613350-2019-00218. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It is reported that the patient will undergo a revision surgery on an unknown date due to unknown reasons, and that head and csf liner will be exchanged. Attempts to obtain additional information have been made; however at this point no more is available.